Event description:
Cover comes off of newest type pulse oximeter charger when user unplugs unit from the wall outlets. Three events reported during the month of february. Checking all chargers in the facility.